Event description:
A surgeon reported an intraocular lens (iol) was exchanged after a scratch was note don the lens. In a follow-up, the surgeon reported the event resolved following the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A complete questionnaire was received on 11/29/2012. (B)(4).